Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing during multiple supply changes. In addition, multiple minimum fill notifications occurred after filling cartridges with 200 units of insulin. Reportedly, the air was not being removed from the cartridges prior to filling it with insulin. Blood glucose level was 136 mg/dl. During troubleshooting with tandem technical support, a new cartridge was successfully loaded.